Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while being applied on the stomach, the surgeon was able to fire on the first two reload but with the third, the handle got stuck and the black handle was ineffective to fire. The surgeon was also unable to squeeze the handle although he was able to press the green button. The surgeon took another device to complete the case. There was no patient injury.